Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the stay safe pin when pushed in during their pd treatment. There were no alarm or warning prior to the leak. The patient did not believe it was supplies issue; the patient believes the cycler is causing the cassette to do this. The patient noted that when the cassette door was opened the cassette was full of fluid where it is usually empty at this step of treatment. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information requested but has not been obtained.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Correction provided in g4. Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Valve actuation test passed. System air leak test passed. Post-accelerated stress test (ast) 2 hours 15 mins 8500ml simulated treatment was performed without any failures or problems. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the edges from the rear panel. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the stay safe pin when pushed in during their pd treatment. There were no alarm or warning prior to the leak. The patient did not believe it was supplies issue; the patient believes the cycler is causing the cassette to do this. The patient noted that when the cassette door was opened the cassette was full of fluid where it is usually empty at this step of treatment. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information requested but has not been obtained.